Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on his right side on or about (B)(6), 2007. Complaint for left side was entered separately. Patient has excessive levels of chromium and cobalt. There is no mention of revision surgery for patients right side.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
**Update** -medical records obtained. Medical records indicated a revision surgery due to cup loosening. Records indicate interoperative findings of metallosis, fluid in the joint was tinged and orangish color and the back side of the cup showed absolutely no bone ingrowth. There was no new information that would change the outcome of the investigation. (Right hip).